Event description:
It was reported that autopulse nimh batteries have been constantly giving low run times. No adverse event was reported.

Manufacturer narrative:
Several attempts were made by device manufacturer to obtain status of devices return. These efforts however were unsuccessful. If devices should be returned to zoll circulation a supplemental report will be filed.